Event description:
It was reported that the lead sustained rib clavicle crush damage. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the proximal insulation and proximal coil were crushed/damaged at 20.5 cm to 21 cm from the connector pin. The damage is consistent with physiological factors (i.e.: rib-clavicular crush).